Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The issue was resolved by 'adjusting supplies'. No troubleshooting could be performed. There was no reported adverse impact to the customer's blood glucose level.